Manufacturer narrative:
This follow up report serves as a correction to the initial 30-day report submitted on 12-sep-2025. Section h1, type of reportable event, has been corrected to indicate a 'malfunction' rather than a 'serious injury'.

Manufacturer narrative:
The information contained in this report is being provided to the FDA to comply with medical device reporting regulations and is based on information submitted by others that may not be factually correct. This submission does not constitute a determination of admission that a device has malfunctioned or that a device is related to an injury or death.

Event description:
The patient underwent an interbody fusion procedure with placement of an optimesh device without incident. Approximately one (1) year later, the patient returned with symptoms and imaging showed partial migration of the implant into the spinal canal. Medical intervention has been deemed necessary.